Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they had a suspected misidentification in a panel measured after a recent software update. Remote support was provided to the customer. The support specialist advised the customer that they needed more details to understand the problem more comprehensively. No further details or information regarding the failure mode were provided. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was conducted and revealed no prior cases with this failure mode. However, there was one case that occurred after this case with the same failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology an unspecified number of patient isolates were misidentified. The user noted that all of the isolates were tested manually prior to releasing the identifications to prescribers. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology an unspecified number of patient isolates were misidentified. The user noted that all of the isolates were tested manually prior to releasing the identifications to prescribers. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.